Event description:
Subsequent to the initial, MDR, additional information information is required.

Manufacturer narrative:
(B)(4). E1: initial reporter first name/initial reporter last name/initial reporter street line 1/initial reporter city/initial reporter zip code - additional. H2: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.